Event description:
Overdelivery reported: the pump was programmed to infuse 1 liter magnesium sulfate (concentration unspecified) over 12 hrs. Three and a half hours later the nurse noted that the fluid container was empty. The patient coded and code team successfully revived patient. At the time of event, the device was not isolated and therefore was not identifiable from the other pumps on the unit. Additional information was requested, but no other information or details were available.